Event description:
During the servicing of an electromechanical ambulatory infusion pump, a mckinley medical (MFR) service tech identified a reportable malfunction. The tech observed that the pump had an inoperative alarm for an open clamp-bar.